Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited under-sensing led to no mode switch. Programming changes were made. The patient was in stable condition.